Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Implant and explant dates are unknown. File one of three for the same event.

Event description:
A revision surgery due to infection was reported. The surgeon has requested an htr pekk implant to replace the htr pmma implant.